Event description:
During a posterior cervical procedure at c4-c7, the surgeon was inserting the screw screw at c7. The screw head broke off. All broken fragments were retrieved. The surgeon used a different screw to complete the procedure with no further problems. No harm to the patient was noted.

Manufacturer narrative:
Device was received for investigation. Received with body assembly detached from screw (no breakage detected). T15 stardrive face has nicks and scratches. The screw head bead blasted area is worn to a degree of smoothness. All described nonconformities are post manufacturing. Collet internal spherical diameter in the split condition cannot be measured, and the raw material cannot be measured because of it being assembled. The screw spherical diameter cannot be measured because dimension applies after anodize but prior to bead blast. On the screw, could not get a raw material reading on the niton material analyzer, sample too small, but DHR showed that the material was correct.

Manufacturer narrative:
(B)(4): the investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review found no discrepancies noted that would be associated with this complaint.(B)(4): placeholder.